Event description:
Letter received from insurance co alleges that oxygen concentrator was responsible for a house fire that resulted in heavy property damage. Concentrator is in the possession of the homeowner and was not released for inspection. No injury was reported. Loss limited to property damage.